Event description:
It was reported that during a gyn procedure, prior to entering the cervix, it was noted the tip that enters the uterus was broken. The case was completed by the opening of another device for the surgery. There were no adverse consequences for the patient. One device will be discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis.